Event description:
Customer reported that she had low blood glucose of 85 mg/dl and her insulin pump is not working anymore. Customer stated that she went to take a bolus and the insulin pump was alarming button error. Customer stated that she changed the battery and the insulin pump continues alarming button error. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.